Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site. The fse determined that the battery and the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The fse replaced the battery and pm pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Manufacturer narrative:
The battery and power management (pm) board were returned for analysis. The pm pcba passed the visual inspection and testing. No anomalies were noted during the visual inspection of the returned battery. After testing, the customer¿s complaint was duplicated. Root cause cannot be determined without opening the battery package. Unit will be returned to manufacturer for analysis. Vendor will be contacted for RMA and battery will be returned for analysis. Upon further investigation, it has been determined that this event is no longer reportable as it occurred outside of clinical use and there was no harm reported.

Event description:
It was reported to philips that the device had a battery error message. Clinical usage is currently unknown requests for further information have been made. There is no report of patient or user harm.